Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the suture cutter snapped in half. No case reported; therefore, there was no patient involvement.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The shaft is disengaged from the handle and the entire device shows significant wear. The product identification is legible but the lot number is worn away. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors, that could have contributed to the reported event, include an application of unintended inappropriate or excessive force to the device, or wear from day to day use. No containment or corrective actions are recommended at this time.